Manufacturer narrative:
Upn - search updated from h74912130010 - model-luge single 182cm - 12130-01 to h74912130012 - luge 182cm (5pk) - 12130-01. Upn updated from h74912130010 to h74912130012. Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: unit returned in a generic plastic bag. The unit returned has wire broken, as part of overall visual revision. The device has the distal tip (spring) detached from the body, the detached section starts approximately at 179 cm from the proximal end; the spring tip returned together with the guidewire is kinked and stretched. Besides, the body is kinked approximately at 0,7 cm from the proximal end and the section of wire located near the detached section is also kinked. No more damages were found in the device. Overall length and outer diameter (od) of distal tip could not be performed due to device condition (distal tip detached). Od of middle and proximal section of the device were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the distal right coronary artery (rca). A 182cm luge¿ guide wire was advanced into the posterior descending branch of the rca and a second luge¿ guide wire was also advanced to wire another branch of the rca. At the end of he procedure, dilatation and stenting was performed in the distal rca; however, upon removing the guide wire in the distal rca, the tip of the wire got detached inside the artery. The physician was able to remove the tip by snaring and the procedure was completed. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device lot information: the specific device lot number is not known, however, it was indicated that the affected luge¿ lot # was one of these two: 21317059 - manufactured date 10/30/2017; expiration date 1/30/2019; 21499874 - manufactured date 12/11/2017; expiration date 12/11/2019. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the distal right coronary artery (rca). A 182cm luge¿ guide wire was advanced into the posterior descending branch of the rca and a second luge¿ guide wire was also advanced to wire another branch of the rca. At the end of he procedure, dilatation and stenting was performed in the distal rca; however, upon removing the guide wire in the distal rca, the tip of the wire got detached inside the artery. The physician was able to remove the tip by snaring and the procedure was completed. No further patient complications were reported and the patient's status was fine.